Manufacturer narrative:
Concomitants products: logic femoral ps cem right sz 5 (cat# 02-010-01-0350 / serial# (B)(4)); lgc tibial fit tray cem sz 5f / 6t (cat# 02-012-45-5060 / serial# (B)(4)); three peg patella 41mm (cat# 200-02-41 / serial# (B)(4)); tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(4)); fluted stem extension 40l x 14 mm (cat# 204-34-04 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 7.5 years post initial right tka, the (B)(6) male patient had a revision due to knee failure of an exactech recalled poly. Surgeon felt it was necessary to perform a total knee revision on this patient, because the patient was experiencing pain and mobility issues due to extreme wear on both the tibial poly insert and the poly patella. Surgeon removed entire exactech knee and noticed that the poly was in one piece; however, poly had extreme wear. There were no parts or pieces fell into the patient wound site. Patient was revised to a competitor's devices. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos/x-rays received. The devices are not available for evaluation.

Manufacturer narrative:
H3: the revision reported was likely the result of instability, axial rotational mismatch between the femoral and tibial components, third body wear, and/or patient-related conditions, which resulted in polyethylene wear, delamination, and pain. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The revision reported was likely the result of instability, axial rotational mismatch between the femoral and tibial components, third body wear, and/or patient-related conditions, which resulted in polyethylene wear, delamination, and pain. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.